Event description:
It was reported the procedure was being performed on a (B)(6) male, height (B)(6), weighing (B)(6). The catheter was being inserted into the pt's right internal jugular. While tunneling the catheter, the white compression cap cracked but remained completely on the tunneler. No pieces broke off in the pt. The physician continued to pull through the tunneler and catheter and searched for shards of the cover in the tunneling track. The catheter was used successfully without incident. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).